Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of rupture was received on may 04, 2021 with lot number 1666488. Visual analysis of the returned device identified: underweight, broken shell, crease fold, non-penetrating nicks, underweight. A microscopic analysis was performed which identified: sharp edge with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d9, g1, h3, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.